Event description:
The user facility reported that their endogator irrigation tubing was cracked and leaking during a procedure. No report of injury or procedure delay.

Manufacturer narrative:
The DHR for the lot subject of the event was reviewed and no abnormalities were noted. There have been no other complaints associated with this lot. The endogator tubing subject of the reported event was not returned to medivators for evaluation. Without the returned device, the root cause cannot be determined. No additional issues have been reported.